Manufacturer narrative:
An investigation was completed in response to a customer complaint of a false negative cefoxitin screen (oxsf) result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-p654 test kit (ref 421912, lot 8040935203). The customer submitted the strain for investigational testing. The submitted strain was subcultured on columbia blood agar (cba) and tested with the vitek® 2 ast-p654 test kit, using the customer's lot (8040935203) and a random lot (8040873203). The following results were obtained for both lots: oxacillin (ox): mic <= 0.25 mg/l (susceptible) cefoxitin screen (oxsf): neg phenotype: acquired penicillinase reference methods used during the investigation included pcr meca/mecc, agar dilution (ad) for oxacillin, and disk diffusion for cefoxitin screen. Reference method results: pcr: meca = pos (mrsa) ad ox: mic = 0.25 (susceptible) disk diffusion oxsf: d = 26 mm (susceptible) the customer results were reproduced internally. The (B)(6) strain was confirmed by pcr meca positive. A susceptible result was obtained for the oxacillin agar dilution (mic = 0.25 mg/l) and the cefoxitin disc diffusion (d = 26 mm s). Ox mic <= 0.25 mg/l s, negative oxsf test and "acquired penicillinase" phenotype were obtained on both lots tested. The vitek® 2 results are in essential agreement comparing to the susceptible reference results. The mrsa strain has a low level of resistance and is considered a "cryptic mrsa". Vitek® 2 remains in agreement compare to reference methods. Ast-p654 lot 8040935203 met final qc release criteria. The lot passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of a false negative cefoxitin screen (oxsf) result for a patient staphylococcus aureus isolate while using the vitek® 2 ast-p654 test kit (ref # 421912 lot# 8040935203). The isolate was repeated on the vitek 2 with the same lot of cards and was also tested using alternate test methods pbp2a and meca pcr. The results are listed below: original vitek 2 result - (B)(6), repeat vitek 2 result - (B)(6), (B)(6), result - (B)(6). Note: the oxacillin minimum inhibitory concentration (mic) was not checked with an alternative test method. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. An internal biomérieux investigation will be initiated.